Event description:
(B)(4). It was reported that during a stenting treatment procedure, thrombosis occurred. The patient underwent cardiac catheterization which revealed 2 target lesions. The first was a 75% stenosed and 18mm long lesion located in the saphenous vein graft (svg) to the proximal right coronary artery (rca) with a reference vessel diameter of 4.0mm. It was treated with direct stent placement of a 4.0x20mm taxus liberte stent resulting in 0% residual stenosis and timi-2 flow. Slow flow was present and a thrombus was identified. This was treated with thrombectomy. The second lesion was a 75% stenosed and 10mm long lesion located in the svg to the proximal rca with a reference vessel diameter of 4.0mm. It was treated with direct stent placement of a 4.0x12mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and prasugrel.

Event description:
It was further reported that thrombosis did not occur as previously reported. Rather, device watermelon seed action occurred. The first lesion located in the saphenous vein graft to the proximal right coronary artery was treated with direct stent placement of a 4.0x20mm taxus liberte stent. The site is now reporting that residual stenosis was 20% and timi-2 flow was observed. It was previously reported that there was 0% residual stenosis. It was noted that "this was not an oversized stent in a large graft; however, some watermelon seed action occurred, forcing the stent proximal. There was immediate poor reflow distally. The filter wire was removed. Slow reflow persisted." Aspiration thrombectomy was performed and the patient was given adenosine and blood. The site reports "there was still an intermediate lesion in the proximal in-stent restenotic segment where the stent had watermelon seeded." After the second lesion was treated, slow flow persisted so the patient was again given adenosine and blood resulting in "slow flow but returned flow." Due to moderate st depression, an intra aoritc balloon pump was placed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).